Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/14/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose 346 mg/dl with polydypsia, polyuria, nausea, abdominal pain and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the last basal delivery and the last bolus delivery were on 08/18/2015. The pump history showed that the pump was manually suspended at 08/10/2015 at 21:54 and manually resumed at 22:28. It was also manually suspended at 20:59 and manually resumed at 21:34. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during the 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.